Event description:
1/10/97: left heart cath with rotational athrerectomy of lad. Followed by balloon angioplasty of lad. Perforation of lad noted after angioplasty. Balloon inflated to seal leak. Signs and symptoms of pericardial tamponade developed. Pericardiocentesis performed initially improved clinically. After balloon deflated no further leak noted. Pt deteriorated. Surgeon summoned to cath lab. Pericardial window performed and then transported to or for emergency sternotomy and repair of arterial bleed. Postoperatively, initiallty appeared to regain consciousness but deteriorated rapidly into comatose state. Expired 1/19/97.